Manufacturer narrative:
Bat212148 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016, bat212187 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016, bat206076 - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that this battery was not always recognized by the controller on both power ports. The site was unable to provide information about whether an audible click was heard the battery was being connected to the controller, whether the device had been damaged or whether the issue was associated with any controller alarms or pump stop events.. The battery was replaced without consequence to the patient. No further information was provided. It was reported that three additional batteries were identified to have been involved in the switching, when the log files were analyzed. The three batteries have been added to the complaint and are being requested to for return for further analysis.

Manufacturer narrative:
Additional devices for this event: (B)(4). Batteries were evaluated by manufacturer. Correction of MFR dates; (B)(4) - 1650de - MFR. Date: 12/17/2015, (B)(4) - 1650de - MFR. Date: 12/17/2015, (B)(4) - 1650de - MFR. Date: 04/02/2015. (B)(4). It was reported that the patient was experiencing power switching events.  Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in  relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connection between the batteries and controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.